Event description:
Aquamantys 6.0 bipolar sealer, lot: aq25040768, exp: 04/10/2030, was able to be primed but hand piece buttons were not functioning. Removed from surgical field and replaced with a functioning sealer.